Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. Representative reported to technical service engineer (tse) that the monopolar was not working. Tse confirmed error on the logs. The customer had changed out the instrument, cord, restarted erbe and changed ports on the erbe with no change. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the representative stated that the procedure was completed using the same integrated electrosurgical unit (iesu) generator but only with the bipolar ports and not the monopolar ports. No additional information was available. No patient demographics available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors 4/08/2025.) Visual inspection:(the unit bezel is cracked top left corner.) (C-34/m-11 errors on mono coag activation and c-34 error during start) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.